Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter x 44 mm length thoracic a ortic aneurysm located in zone 3 approximately five months ago. The proximal neck was 26-28 mm in diameter. There was mild-severe calcification at the proximal landing zone. The valiant stent graft (B)(4) was successfully implanted without complication. It was reported that the patient had a fever and an exam revealed there was a pseudoaneurysm on the back end of the proximal bare spring of the valiant stent graft. There was no dissection. It is unknown when the fever began since it was difficult to communicate with the patient due to severe dementia. On the same day the physician performed two de-branch procedures. A conduit was placed followed by implant of another manufacturer's 34x15 stent graft to address the pseudoaneurysm. The procedure was successful and there was no endoleak. The physician stated the pseudoaneurysm was located at the proximal landing zone where calcification was present. The valiant stent was not related to this event. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever), patient's condition affected effectiveness of device (severe calcification in the proximal landing zone). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severe calcification in the proximal landing zone).